Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event occurred due to not receiving their replacement adc device. Initially, it was reported that an ¿error 7¿ message was received on the adc device and a replacement device was ordered however, the customer did not receive. The customer was not able to monitor their blood glucose and experienced a loss of consciousness however, no further information was reported as the customer refused to provide additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the optium xceed meter were reviewed and the dhrs showed the optium xceed meter passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event occurred due to not receiving their replacement adc device. Initially, it was reported that an ¿error 7¿ message was received on the adc device and a replacement device was ordered however, the customer did not receive. The customer was not able to monitor their blood glucose and experienced a loss of consciousness however, no further information was reported as the customer refused to provide additional information. There was no report of death or permanent injury associated with this event.